Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x port isp implantable port, groshong single lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x port isp implantable port, groshong single lumen, 8f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port implantation procedure, using the x port isp m.r.I. Device. Post procedure, on (B)(6) 2026, a crack was observed in the catheter when the port was removed. There was no reported patient injury.